Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a cracked battery tube threads, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube window and a cracked case at the reservoir tube window corners. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected battery issues or anomalies noted. Also, no excessive no delivery alarm noted during the testing. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported that the insulin pump had diminished battery life, large crack from corner of screen around the back, down arrow button sticks, cracked case near top of battery case, and random no delivery alarms. Customer's blood glucose level was 240 mg/dl. The device was not returned.